Event description:
It was reported that this implantable pacemaker was suspected to be exhibiting premature battery depletion behavior. A decrease of approximately 1.5 years within a two month period was observed between the last two follow-up visits. During a follow-up visit in 2019, the estimated battery longevity was showing 12 years remaining, with atrial fibrillation episodes observed. A copy of device memory was saved and submitted to technical services for review, which confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced, and was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease of approximately 1.5 years was observed between follow-up visits. During a follow-up visit in 2019, the battery longevity was showing 12 years remaining, with atrial fibrillation episodes observed. Subsequently, this device was explanted and replaced with a competitors product. The replacement procedure was completed without any further clinical complications, and the patient was sent home a few hours after the surgical procedure. This device was received for analysis, and the investigation is currently in progress. A supplemental report will be submitted when the analysis is complete.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease of approximately 1.5 years was observed between the last two follow-up visits. During a follow-up visit in 2019, the battery longevity was showing 12 years remaining, with atrial fibrillation episodes observed. The patient will continue being monitored via latitude (remote monitoring system), and it is intended that further analysis of the battery will be sent to technical services for their review. This device remains implanted and in service. No adverse patient effects were reported.